Event description:
It was reported that the patient presented to the hospital with multiple inappropriate shocks. Interrogation of the device revealed high impedance, and artifact consistent with a lead fracture. The lead was capped. No further patient complications have been reported as a result of this event.